Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet, resulting in intermittent communication and a pairing failed alert, while the user¿s blood glucose was 235 mg/dl and the user administered subcutaneous insulin by pen. The user did not report any adverse clinical symptoms associated with the reported glucose level. Outcomes included no health consequences or impact. User support included communication with the user, analysis of information provided, and review of interoperability between the systems. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, associated with the electrical and magnetic subsystem and specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.